Event description:
Clinic notes were received which indicated that the ¿system subsequently failed after only 1 year¿ ¿ high impedance and the patient stated that she was under anesthesia for too long and the wires got tangled, so the surgeon explanted the device. It was reported that the patient will be re-implanted with a vns system and it will likely need to be placed higher due to scar tissue. The patient underwent re-implant of a vns system on (B)(6) 2015.

Event description:
It was reported that the patient underwent explant of generator and lead. During surgery, high impedance was observed. After the patient was anesthetized device diagnostics dropped to 4100 ohms. It was noted that the lead was found to be twisted in "corkscrews" and that the surgeon did not believe this was due to patient manipulation. It was reported that the surgeon did not need to cut the lead to explant. The electrode and a portion of the lead was left implanted. It was reported that the generator and lead were not replaced because the surgeon was unable to locate the vagus nerve. The patient would be referred to ent surgeon for reimplant. The explanted generator and lead were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the returned generator and lead was completed. There were no performance or any other type of adverse conditions found with the pulse generator. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Based on the overall condition of the returned lead assembly, there appears to be evidence of significant manipulation, which may have contributed to the stress-induced fractures. During the visual analysis, the outer silicone tubing appeared to be twisted in several areas. Several abraded openings were also observed on the outer silicone tubing. The (-) connector pin quadfilar coil appeared to be broken approximately 6mm and the (+) connector ring quadfilar coil at approximately 16mm past the end of the cut outer/inner silicone tubes. Scanning electron microscopy was performed on the (-) connector pin quadfilar coil break (found at 6mm) and identified the area on two of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage, residual material, and no pitting and evidence of a stress induced fracture (torsional appearance) on one of the broken coil strands, which most likely completed the fracture. The area on the remaining broken coil strands was identified as being mechanically damaged which prevented identification of the coil fracture type with residual material on one and pitting on the other. Scanning electron microscopy was performed on the (+) connector ring quadfilar coil break (found at 16mm) and identified the area on one of the broken coil strands as being mechanically damaged which prevented identification of the coil fracture type and no pitting. A second broken coil strand was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. A third broken coil strand was identified as having evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture with mechanical damage and evidenced of a stress induced fracture whose fracture mode could not conclusively be determined. The fourth broken coil strand as identified as having evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture with mechanical damage, residual material and fine pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. With the exception of the observed discontinuities, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, and no other discontinuities were identified. Note that since a portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that the vns patient¿s device showed high impedance. The patient recently had kidney stones but no other traumatic events were reported. Clinic notes were received indicating that the patient was also suffering from pyelonephritis and the pain was worsening. The patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results showed high impedance (impedance value >= 10,000 ohms). The neurologist suspected lead discontinuity. The patient's device settings were adjusted during the office visit. The patient was referred for generator and lead replacement surgery but no known interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.